Manufacturer narrative:
The explanted lead was returned and in undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements about three weeks post-implant. A lead fracture was suspected and the lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance measurements about three weeks post-implant. A lead fracture was suspected and the lead was explanted and replaced with a non-boston scientific lead. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.

Manufacturer narrative:
The explanted lead was returned and in undergoing laboratory analysis. This report will be updated when analysis is complete. Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.